Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that there was a pump problem. At a refill appointment there was volume discrepancy with unknown cause, where the expected residual volume was 2ml and the actual residual volume was 19ml. The patient reported that ¿several weeks prior to the appointment¿ she had flu like symptoms of sweating, nausea, and generally didn¿t feel well. The location of the issue was described as ¿possibly the pump.¿ the patient stated she didn¿t feel like she was getting her medication. The healthcare professional (hcp) felt this had been due to withdrawal. The patient did not notify the hcp office at that time. The event required medical intervention; the patient was placed on oral baclofen 20mg three times a day. A catheter dye study and roller study were performed on (B)(6) 2015 because they were suspecting an issue. They reportedly had good back flow but had ¿some difficulty with pushing.¿ the dye study was negative; the hcp was able to withdraw 2 ml out of the catheter access port (cap). The dye flowed through as normal and no kink or hole was s een. The patient recovered without permanent impairment, everything ¿looked really good and the patient was doing well.¿ the cause of the event was unknown at the time of this report. The pump was used to infuse baclofen (gablofen). No intervention was reported for this event. If additional information is received a follow up report will be sent.